Event description:
New information noted that the patient's entire system was explanted and replaced on (B)(6) 2020. The patient's condition was stable before, during, and after the procedure.

Event description:
New information received noted that the asymptomatic patient presented in clinic with known ventricular lead noise. The noise was identified through ventricular noise reversion alerts on the device. Also, the right ventricular lead is the source of the non-physiologic signals. Lead revision was discussed.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-13621. Manufacturer report number: 2017865-2019-13623. It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the right ventricular lead and right atrial lead exhibited noise. The physician alleges that the noise present is a system problem involving the pacemaker as well. Noise on the right atrial lead can be reproduced with pectoral muscle maneuvers. No intervention taken at this time. There were no patient symptoms reported.